Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences field clinical specialist, approximately 4 years post implantation of a 29mm sapien 3 valve in the aortic position, confirmed on CT that patient had calcium on the leaflets. A valve in valve with a 29mm sapien 3 ultra resilia valve was performed successfully. Patient was symptomatic but details of symptoms not provided.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapienxt, s3, s3u, and s3ur valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). The reported calcification was empirically confirmed based on available information to date. The process of calcification involves the reaction of calcium containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient comorbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. It is possible that one or more of these factors may have been present; however, due to limited information provided, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.